Event description:
It was reported the patient ((B)(6)) was no longer feeling stimulation. Diagnostic testing revealed invalid impedances. The physician will perform intra-operative testing at a later date in an attempt to isolate the problem and resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.